Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Pump passed the dat test. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose level at the time of the incident was 423 mg/dl. The customer¿s current blood glucose level was 401 mg/dl. The customer treated their high blood glucose with manual injection. Troubleshooting was performed. It was noted that the customer had already changed set due to bent cannula. The high-pressure test was performed and the alarm did not trigger. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.